Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). An inquiry was made by the physician why the atrial sensing - ventricular pacing interval delay was so short and only 20 ms. It was noted that the shortening indicated that the ICD was trying to perform a threshold test via autocapture but was interrupted by the t wave oversensing and unable to complete the test. The autocapture event did not seem to be a re-occurring issue since the ICD wasn't in high output modes based on available trends. The ICD was being monitored. The patient was stable.